Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the electrode produced sparks. During use, presence of electric arcs even flames.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 5 o¿clock to 7 o¿clock positions, thus confirming this complaint of active tip sparking. No indication of missing material from the active tip was identified. Saline residue and excess liquid was found inside the suction tube. Visual signs of activation were found at the active tip. Due to safety and protection of lab equipment no testing was performed. The supplier completed a CAPA investigation ((B)(4)) to address this failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in sparking and arcing. Training requirements were updated to be performed on a six month basis. This issue is also being investigated via mitek (B)(4). The DHR review indicated that the 304 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of 304 devices released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email that the electrode produced sparks. During use, presence of electric arcs even flames. Sent an email to the affiliate for additional information 07-11-17. The affiliate emailed back and responded "asked to the customer." 07-12-17 sent a second email to the affiliate for additional information 07-21-17. The affiliate emailed back and responded "asked to the customer." 07-26-17 affiliate responded 8-16-17: asked to the customer. Based on initial reported information: what was the failure, and how was it triggered? Produced sparks and presence of electric arcs even flames. Pending answers from affiliate: when was the issue detected? During use. If failure occurred near surgical site, were there any fragments generated and how were fragments retrieved? Was there a resulting surgical delay - how long? Was the procedure able to be completed? Any patient impact?